Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40-49 mg/dl and was "unconscious". Low bg cause was not known. Customer went to the emergency room and was treated with intravenous fluids of saline. Customer was discharged with the issue resolved and no permanent damage; duration of stay was not known. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.